Manufacturer narrative:
(B)(4). Conclusion: the service technician was able to duplicate the customers reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed the 113 hour extended tests at the customer¿s settings. With the oxygen supply applied to ventilator, the unit constantly alarmed ¿o2 low¿ under any condition. The alarm was audible as well as visual. The ventilator failed flow & o2 blending tests from the ltv final testing. Advanced fio2 test reveals solenoid #2 on the o2 blender was out of specification. The service technician installed a good known test o2 blender, and ventilator passed all o2 blending test. Internal inspection does not reveal any abnormalities with the ventilator. A review of event trace revealed multiple ¿o2 low1¿ conditions ranging from (B)(6) 2015 to (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation.

Event description:
The customer stated, "patient was being ventilated in the MRI suite, on 80% fio2. The nurse noted that the vent alarm went off and the patient began to desaturate. The nurse did not notice what was alarming on the vent, just called a code and began to hand ventilate the patient. We got the patient backup to normal values and stable. The doctors decided to finish the test. I tried to put the patient back on the ventilator but it kept alarming low o2 pressure. I did troubleshooting on the vent and the wall outlet, but nothing worked. The vent kept alarming, so I switched out the machine to our other ltv and that machine worked great.". No allegation of injury or harm. Exact date of the vent is unknown.